Event description:
Event reported via user facility medwatch report. It was reported that the pt was asymptomatic, however, a CT of the chest and abdomen was performed which demonstrated the following: multiple legs of the ivc filter have fractured and embolized. There are 2 legs in the left-sided pulmonary arteries and one leg in the right ventricular apex. The tip of the leg within the right ventricular apex is projected outside the epicardium into the epicardial fat. The fractured ivc filter is in a more cephalad position than when placed. The shape is distorted somewhat with one leg extending into the left renal vein. The ivc filter remnant was removed with no further fracturing of the filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter has been retained by the pt; therefore, not available for eval. The event investigation is currently underway. Please note: event reported via user facility medwatch report uf# (B) (4).